Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to download images from picture archiving and communication system (pacs). The site was able to query the server and pull patient list, but they were not able to download (stays at 0%). No errors or messages populated. A connection test in digital imaging and communications in medicine (dicom) transfer displayed all green nodes. The site noted that when pushing from pacs, the navigation system was able to download the images intermittently. The site noted that several wall ethernet ports were used. During troubleshooting, the site checked available storage on the solid state drive (ssd) - 795gb available. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.